Manufacturer narrative:
The product was returned. Solution is on the lens. The lens was cleaned with lphse for further evaluation. Both haptics are slightly bent in the gusset area. The optic is cut into multiple pieces; typical of an insertion and removal (some pieces were not returned). Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with an unexpected outcome. The lens was removed in a secondary procedure. Additional information was requested.